Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) regarding a patient sample that ran low for calcium(ca) on a dimension vista 1500 system (serial number sn: (B)(4)). Siemens reviewed the files that were provided by the customer and determined that there was no indication of a reagent malfunction. Siemens technical application specialist (tas) reviewed the instrument data and it showed multiple occurrences of the e143:outside computed results monitoring limits error flag which is consistent with mixer related issue. A customer service engineer (cse) was dispatched to the customer's site. The cse checked the system and found a bad mixer for sample arm 2 and reagent arm 4. The cse replaced the sample probe 2 (s2) and the reagent probe 4 (r4) mixers which resolved the issue. The cse also performed a ram mix test for sample arm 2 and reagent arm 4, and they were also within specifications. The customer ran quality control (qc) and it was within specifications. The cause of the discordant calcium result is due to inadequate mixing due to failing mixers. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) result was observed on one patient sample using calcium lot number 19105ab on dimension vista 1500 system(serial number(sn): (B)(4)). The initial discordant result was not reported to the physician(s). The test was repeated on a different sample on an alternate dimension vista 1500 system (serial number (sn)) and resulted in a higher value which matched the patient history. The repeated result from the alternate dimension vista system (serial number (sn): (B)(4)) was reported to the physician(s). There are no reports of patient intervention nor adverse health consequences due to the discordant, falsely low calcium result.